Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 occurred on home choice (hc) during use during dwell 1 of 5. The baxter technical representative (tsr) asked the troubleshooting questions and documented that there were open clamps on the unused supply line. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during dwell 1of 5 was not confirmed. Per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. It was revealed that were open clamps noted on unused supply lines. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The label review found the labeling adequate for the potential use error in this complaint. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).